Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper I. Analysis of the device noted breakage of the band tubing located near the stainless steel connector (this is the portion of tubing located between the stainless steel connector and the band, not between the stainless steel connector and the port). The breakage of the band tubing may be wear related as there is no clear evidence of surgical damage. This breakage may have been the cause of the leakage. Also, during performance testing, a leakage of air was observed from the bottom of the access port when tested with air. This leakage may not be related to the reported event which does not specify a leak of this nature. No leakage was observed when a leak test was performed with fluid. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." " caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."

Event description:
Reported as "defective port catheter broke at the metallic junction."